Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and blood leakage was noted from the hemostatic valve. Sheath was removed from the body immediately when this was noticed. There were no damages or dislodgements noted on the hemostatic valve. The sheath was being used inside the patient but there was no patient consequences that required any treatment and further attention any blood loss was minimal. The procedure was completed successfully and there were no surgical delays.